Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur either by firing over tissue that is beyond the recommended thickness range, or firing with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, while in the lung parenchyma during the second firing, a cracking sound was heard. Another device was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury. Medtronic's initial evaluation of the incident device found sheared teeth on the firing rack.